Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display buttons not responding properly was not able to be confirmed. The returned system controller, serial number (B)(6) was in unremarkable condition. The returned system controller was functionally tested and was found to function as intended. All user interface buttons were activated/pressed multiple times during testing and there were no issues observed. The display button was pressed multiple times and the expected pump/system parameters were confirmed to be properly displayed (pump speed, pump flow, pulsatility index, power, backup battery status). Several alarms conditions were simulated, including driveline disconnect and external power disconnect alarms to verify that alarm history can be viewed on the user interface screen. The silence alarm and display buttons were simultaneously pressed and the alarms were displayed on the screen as expected. Multiple self-test was performed and all audio and visual signals were verified during the tests. System controller was operated for extended period of time while connected to a test equipment with no atypical events. The log files were successfully retrieved from the system controller. The event log file contained data recorded from 14oct2024 to 25oct2024 where normal operation was recorded. There were no atypical alarms or events captured in the log file. The periodic log file contained data recorded from (B)(6) 2024. There were no atypical alarms or events captured in the log file. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (japan) rev c and heartmate 3 instructions for use, (japan) rev a, both explain the user interface buttons functionality and how to view the pump and system operation by pressing the display button. The patient handbook, (japan) rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's system controller display buttons were not responding properly and would be replaced. The system controller would be returned for evaluation.

Manufacturer narrative:
Emdr (B)(4) was originally submitted 08nov2024. Abbott was made aware on 28nov2024 that due to FDA technical issues, the emdr was not received by the FDA. Resubmitted 03dec2024. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.